Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the device did not alarm when tubing was dislodged.¿. The unit was triaged and the reported condition was confirmed. The pump was excessively damaged (kinked flex assembly), so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit failed to alarm when tubing dislodged.